Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported the physician believed his lead was fractured. Further information from the clinic noted that the pacemaker, right atrial (ra) and right ventricular (rv) leads all exhibited high out of range pacing impedance measurements where the lead safety switch (lss) was triggered. The lss changed the polarity from bipolar to unipolar configuration. The physician suspected lead fractures, however it was not confirmed. The pacemaker, ra and rv leads remain in service and the patient will be monitored. No adverse patient effects were reported.